Manufacturer narrative:
The reported issue of the autopulse displayed "system error, out of service, revert to manual CPR" error message was confirmed during the initial functional testing and based on the archive review. The root cause of the issue was due to the defective processor board. The component was replaced to remedy the fault. Following the repair, the autopulse passed all testing successfully with no issue or faults observed. Visual inspection was performed and unrelated to the reported complaint the encoder cover was found damaged. A review of the auto pulse's archive was performed and it shows system error 136 occurred on (B)(6) 2017, rather than on the reported event date given by the customer of (B)(6) 2017. The archive shows no session occurred on (B)(6) 2017. Initial functional testing could not be performed due to the autopulse displayed system error (latch error 136 - internal parameter corrupted) error message upon powering up of the device thus confirming the reported complaint. Additionally, encoder cover was replaced to remedy the issue found during the visual inspection. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with (B)(4).

Event description:
It was reported during shift check that the autopulse displayed " system error, out of service , revert to manual CPR " error message. No patient involvement on this issue.